Event description:
Customer contacted pmt regarding an integra tissue expander that had begun leaking. The customer stated, "that there was a stress fracture next to the internal port of the tissue expander." The tissue expander was implanted on (B)(6) 2010, the leak was discovered on (B)(6) 2010 and intervention surgery to replace the expander was conducted on (B)(6) 2010. The product was used beyond the manufacturer recommended duration of use (90 days).

Manufacturer narrative:
Puncture could not have occurred during the manufacturing process. Product was damaged by end-user during application. Product was used beyond the recommended duration of use.